Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and that the customer's insulin pump was broken. The customer's blood glucose was 168 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that insulin was dripping out of the infusion set without the customer pushing on the button. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer stated that she had already reverted to a back-up plan. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to the keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.